Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 1.6. Caller reports bruising on side of foot. Easy finger stick but did not bleed profusely.